Event description:
Facility reported that prior to set up a severe kink was noted at the junction of the blood pump segment and the line going to the dialyzer. There was no patient involvement. The sample is available for evaluation.